Manufacturer narrative:
Philips service replaced the control module tilt and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the pan handle on the control module was sticking, causing c-arm movement failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.